Event description:
It was reported that on an unknown date on 2022, an incident occurred during a case with two (2) metacarpal fractures. Two (2) 2.0mm val straight plate were used (a 2.0 va hand 6 hole straight plate and a 2.0 y plate), locking screws were inserted into the plate off axis and locked into the plate. Screws were taken out and tried to lock back in the same holes but they did not lock. They were substituted for cortical screws, because they did not lock. There were 3 minutes surgical delay. Procedure outcome is unknown. No patient consequence. This complaint involves one (1) device unk - screws: locking. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate